Event description:
It was reported that this pacemaker system exhibited low, out-of-range right atrial (ra) pacing impedances measuring less than 200 ohms. Additionally, there was noise noted on atrial tachy response (atr) episodes. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.